Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of "hi" (greater than 600 mg/dl) on their blood glucose meter. The consumer did not believe this result to be accurate, so she drove herself to the ER to have her blood tested with a doctor's meter. According to the consumer, she was given glucose tablets to raise her sugar levels. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before using their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for eval.